Event description:
A report was rec'd from a user facility in (B)(6) stating: "cutter does not cut the vitreous body. Stops cutting after initial cutting. Absolutely no result with higher cutting rates. No patient impact reported."

Manufacturer narrative:
One 23 gauge cutter was returned wrapped in a bl5323wv pack label from lot v4110. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. When set at 1000 c.p.m., the inner needle did not reach the cutting edge and the cutter would not cut. When the cut rate was increased to 2500 c.p.m., the inner needle locked up at the center of the port. The cutter would not cut, but it continued to aspirate as the port was only half blocked. When the cut rate was set at 5000 c.p.m. The inner needle blocked the port completely; preventing cutting and aspiration. The cutter cannot cut properly. The cause of the failure cannot be determined. Sterilization and lot history records were reviewed and no exceptions were found.

Manufacturer narrative:
Device has been requested for evaluation however it has not yet arrived.